Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer reported that the device got splashed on the boat and it got wet. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. No button error alarms were noted during testing. No moisture damage found on the electronic stack, motor, battery tube or vibrator assembly. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.